Event description:
From staff: fluid seen on the floor underneath IV pole. Rn felt the IV tubing from the patient to the hub of the syringe. IV tubing wet from syringe down to the lowest part of the tubing as it was hung, before the line came back up to be placed through the access point of the giraffe to hook to the patient. All connections checked, none appeared to be loose. Set up disconnected from baby, line patency assessed, determined to be patent by nnp. New set up placed, fluid on the floor cleaned up, and infusion restarted.